Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. H6 - medical device problem code 1494 clarifier: incorrect anatomy attachment medwatch # mw5154549.

Event description:
User facility medwatch report #:mw5154549 received that states: "describe event or problem: device failed, during cardiac catheterization" additional information was received: it was reported that this was a closure of a calcified vessel using a proglide device after a left heart cath procedure. Reportedly, the sutures of two proglide devices did not capture the arterial wall and a suture break occurred with both of the devices. The puncture site was above the inferior epigastric artery and thus a high stick. A perforation occurred and a covered stent was emergently placed. Hemostasis achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of perforation is listed in the electronic perclose proglide instructions for use (eifu) as a possible adverse event of use of the device. Reportedly, the insertion site was above the inferior epigastric artery and thus a high stick. It should be noted that the perclose proglide instructions for use (eifu) states: do not use if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties; therefore, a notification is not required. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The patient effect is a known adverse event of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.